Manufacturer narrative:
The technician found the latch shoulder screw was missing. The technician replaced the shoulder screw to repair the stretcher.

Event description:
Info rec'd indicates the siderail does not lock in the up position.